Manufacturer narrative:
The issue was isolated to the system pcb assembly. The device can not be repaired and it was returned unrepaired per the customer's request. A further root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon initial evaluation, a third-part service provider observed that the device would not complete it's boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section initial reporter phone, was left blank. The initial reporter's phone number is (B)(6). A third-party service agent performed an initial evaluation of the customer's device and was able to verify the reported issue. The issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon initial evaluation, a third-part service provider observed that the device would not complete it's boot-up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.